Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Conclusion code - evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that the tps handpiece cord was being tested with the core console and a shop use handpiece when a bias current message was displayed which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord was being tested with the core console and a shop use handpiece when a bias current message was displayed which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.